Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Rep reported 3 trial poly inserts cracked/chipped during surgery. Few minutes of delay due to breakage of inserts. Will need to order new poly inserts.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed. Method & results: device evaluation and results: the reported event was confirmed. Chipping was observed on the distal rails of the triathlon insert trial. Scratches and indentations were observed on the articulating surface, underside, and distal rails. Damage observed on trial consistent with contact against a hard object. Hackles were observed on the fracture surface of insert indicating the trial fracture was consistent with an overload condition. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event was confirmed. Chipping was observed on the distal rails of the triathlon insert trial. Scratches and indentations were observed on the articulating surface, underside, and distal rails. A material analysis has been performed. The report indicated the damage was observed on trial consistent with contact against a hard object. Hackles were observed on the fracture surface of insert indicating the trial fracture was consistent with an overload condition.

Event description:
Rep reported 3 trial poly inserts cracked/chipped during surgery. Few minutes of delay due to breakage of inserts. Will need to order new poly inserts.